Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found that would contribute to a failure of the adhesive pad to adhere. The cause of the reported adhesive pad failure could not be determined. The exposed portion of the soft cannula was observed to be torn. Fluid was observed exiting through the tear during a leak test. It could not be determined when or how the tear occurred or if affected the device's ability to deliver insulin. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate a failure of the device to deliver insulin.

Event description:
It was reported the patient's blood glucose rose above 300 mg/dl. The pod failed to adhere to the infusion site (arm) while worn for between 1 and 4 hours. As treatment, a new pod was applied.